Event description:
Please refer to information previously reported in manufacturer report # 6000030-2007-01831

Event description:
No additional information. Please refer to information previously reported.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).